Manufacturer narrative:
(B)(6) called on (B)(6) 2012 and stated a day after this lens was implanted the surgeon noted the eye remained dilated and there was too much vault, however, the pressure was good. Patient returned on (B)(6) 2012 and the eye was still dilated and the pressure was 22. During the patient visit on (B)(6) 2012 the situation remained and (B)(6) repeated (B)(6)., pressure was 12. The lens was cut out of the eye and exchanged for the smaller length on (B)(6) 2012. Now the pupil is more reactive and the pressure was 15. (B)(6) stated they have had difficulty with determining the white to white measurements and recently purchase a new device so they can measure the sulcus dimensions. (B)(6) stated he thought this was a sizing issue but will callback if they are still having problems. (B)(4) intraocular pressure rise (iopr). No device failure: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the (B)(4) clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Event description:
It was reported that the surgeon inserted the micl13.2 implantable collamer lens on (B)(6) 2012 and the lens was explanted on (B)(6) 2012 due to the eye staying dilated. The lens was replaced with a smaller micl12.6 length. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4).evaluation:method - lens work order search.results - visual inspection of the lens showed the lens was returned in liquid, there was a tear across the lens and a piece of the optic and a haptic was torn off and missing. A lens work order search was performed and there were no similar complaints found.(B)(4)